Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site # 21 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate extraction site was involved in the event. The clinician reports that the implant started forming granulation tissue weeks after placement. The implant was removed on (B)(6) 2013. The patient was asymptomatic. Medical history: no significant findings.